Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the camera cart was displaying "no video detected". During troubleshooting, the manufacturer representative (rep) changed the soft keys to video setting display port (dp) from high-definition multimedia interface (hdmi) - necessary but issue was not resolved. The rep double checked connections into back of monitor - no resolution. The rep double checked connections into pcoip zero client - no resolution. It was noted that the probable cause of the issue was a damaged o-ring network switch. There was no patient involvement.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735783; product ID: 9735857. Multiple fdd/annex a codes were reported. A1102 was coded for the no video detected. A0902 was coded for camera cart was displaying "no video detected". Img code g02034 applies to the switch and g02004 applies to the cable. The manufacturer representative (rep) reported after replacing the network switch, the camera cart monitor still displayed no video detected. The rep receded the display port (dp) cable from the back of the camera cart monitor to pcoip - issue unresolved. The rep replaced the dp cable with a known working dp cable - issue resolved. No products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2, h3, h6: a manufacturer representative went to the site to test the navigation system. It was reported that hardware parts were replaced and the system performed as intended. The 9735783 switch port was returned to the manufacturer for evaluation. The reported issue was not confirmed. The switch was tested and all five ethernet ports passed continuity testing and pinged with 0% packet loss. The switch was fully functional. The 9735857 cable was returned to the manufacturer for evaluation. The cable had been cut off and the manufacturer representative was not able to perform any functional testing. There was insufficient information to determine if the issue was related to the cable. Codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.